Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was interrogated and the pacemaker's memory content was analyzed. The clinical observation was confirmed, the device switched to the battery status "eri" on (B)(6), 2015. However, the battery was not depleted and the battery history was evaluated indicating no elevated current consumption. Therefore, a reset of the "eri" status was successfully performed. Subsequent interrogation yielded the battery status "ok". A stress test under different temperature environments was initiated. The battery status of the device was as expected. During a detailed investigation of the returned device data, it was noticed that the device was programmed with high output parameters (4.8 v @ 1.0 ms). It is assumed that this high output program led to a temporary increase of the battery impedance which induced the subsequent "eri" status. The "eri" battery status was not triggered by a permanently depleted battery. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the analysis revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, a temporary increase of the battery impedance in combination with an extreme high output program led the device to switch into the battery status "eri". After a reset of the "eri" battery status the device proved to be fully functional.

Event description:
Ous MDR - during the regular one-month follow up, rv lead dislodgement was observed. Patient was admitted to the hospital for a revision. Pre-operation pacemaker check showed regular battery status. After a revision to revise the rv lead, reconnecting it to the device and finishing the procedure the effecta dr showed it was at eri. Physician then explanted and replaced this device. There were no adverse patient effects reported and this device has been returned for analysis.